Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor displayed service code 202 (patient parameters corrupt) during functionality testing. The cause for the service code was a low-voltage back-up battery. The root cause for the low-voltage back-up battery was aging of the battery. No adverse event resulted from the defective monitor.

Event description:
During investigation of a non-reportable problem, a monitor displayed service code 202 (patient parameters corrupt) during incoming functionality testing.